Event description:
It was reported that a m.blue shunt system (part # fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year, 6 month, height: 80 centimeters (cm), weight: 9 kilograms (kg), gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissue residues in the pediatric control reservoir. Scratches on the outer housing of the m.blue. Permeability test: the test showed that the m.blue shunt system is non-permeable. To determine the location of the occlusion, the system was dismantled and each element was tested individually for permeability. The test showed that the m.blue is non-permeable, whereas the pediatric control reservoir is permeable. Particles were flushed from the reservoir during the test. Computer control test: to check the flow rate of the valve,the valve was tested on a miethke computer -controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. Due to the non-permeability of the m.blue valve, the computer-controlled test was not applicable. Adjustability test: the m.blue was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue® is present. Due to the non-adjustability of the valve, as detailed in section adjustability test, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, deposits were found in m.blue. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage and a non-adjustability in the valve at the time of our investigation. Detected deposits could be named as the cause of the functional deviations. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.